Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a dislodged conductor wire at the grip-crimp location in the distal end. The instrument failed the electrical continuity test. The instrument was placed on a in house system and it failed the energy delivery test. No signs of thermal damage were observed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted retroperitoneal nephrectomy surgical procedure, the black cable was loose at the tip of the fenestrated bipolar forceps instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information. The customer confirmed that the black insulation on the loose cable was stripped or damaged without a complete break. The instrument tips of the fenestrated bipolar forceps did collide with other instruments during the procedure. Thermal damage was found on the fenestrated bipolar forceps. The customer confirmed that there was no loss of cautery associated with the defect. The procedure was completed with a spare instrument. No images or patient demographics are available.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.